Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient experienced an insulin was trapped inside the cannula event on 26-feb-2026. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: ireland.